Event description:
The customer reported that the device displayed a red x. The device was found to fail the defib test during self test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.